Manufacturer narrative:
This issue concerns our old design vitrectomies, we have improved our vitrectomes. This complaint occurred during surgery. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. This complaint occurred during surgery. The depression of anterior chamber was observed during mid of surgery. Hence this incident has been concluded as reportable. The risk identified based upon the description is possible hypotony. There is no information that the involved patient was harmed. All information has been disclosed. This complaint is now closed.

Event description:
This incident occurred in (B)(6). Customer claimed that the article does not cut properly and the vitrectomy was experiencing many air bubbles spitting out of the vitrector during surgery. No further information is available.